Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicon boot on the end of the vasoview hemopro endoscopic vessel harvesting system peeled off. The device was removed and a replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the jaws were very burnt and charred, the heater was bowed out, the silicon was cracked along the hot jaw, and there was a small area of the cold jaw side silicon that peeled off. Based upon the visual observations, the complaint for "jaw boot peeled off" was confirmed. The exact root cause cannot be determined at this time. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).